Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. D10. Section d references the main component of the system. Other medical products in use during the event include: brand name: lead; product ID: neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has continuous issues with their stimulation. They were implanted with an implantable neurostimulator (ins) a couple of months ago and has since been seeing a return of most of their symptoms resulting in them having been seen by the hospital before. The hospital told them there seemed to be an issue with the left lead. Since then, they have also been unable to make any changes to the stimulation of the left lead, being permanently stuck at 3.5. When attempting to make changes, they see service code 1703 (oor). They have been trying to make an appointment in the hospital again, but so far unsuccessfully.